Event description:
Customer was hospitalized due to high blood glucose levels. Customer mentioned getting no delivery alarms prior to being hospitalized. Troubleshooting was done and the pump passed all required tests.

Manufacturer narrative:
Unit passed the functional test, including the seat, rewind, and occlusion test. No excessive no delivery alarms or motor error alarms were noted.